Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice extension line leaked at the connection. The patient said it looked like a broken connector. This event occurred during initial drain. The patient was connected. The technical service representative assisted to end the therapy and the patient would set up with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.